Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: purchasing coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that on (B)(6) 2023, during an unspecified radial procedure, the large tr band closure device was leaking upon application to the patient. The tr band failed and was leaking, which was discovered during patient use. Additional time was required to complete the case as a new tr band had to be applied. The patient condition is unknown. The procedure was completed successfully using an alternate tr band. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required.